Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument grip to be misaligned. The grip tip was found with 0.035 offset at the tips. The bent grip has separation of the yaw pulley and pulley cover at the glue joint. Engineering has concluded that this failure may be the result of overloading at the tip. Electrical continuity passed. Engineering also observed pitch down cable to be broken at the distal clevis hub. The cable segment that contains the crimp is missing from the clevis. The clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s surgical procedure, the maryland bipolar forceps instrument stopped working. The site also reported that fragment(s) were removed from the patient and there was no harm to the patient. Despite attempts to gather additional information, the site has not provided any additional event details.